Event description:
We received an allegation about discrepant results for 3 patients' samples tested with lithium assay on a cobas 6000 c501 module. Sample 1: initial result: 3.67 mmol/l (accompanied by a data flag). 1st repeat result: 0.78 mmol/l (accompanied by a data flag). 2nd repeat result: 1.13 mmol/l (tested on a cobas pro). Sample 2: initial result: 4.63 mmol/l (accompanied by a data flag). 1st repeat result: 0.00 mmol/l (accompanied by a data flag). 2nd repeat result: 0.0107 mmol/l (tested on a cobas pro). Sample 1 and sample 2 were automatically repeated by the instrument since the initial results were considered critical. Sample 3: initial result: 2.54 mmol/l (accompanied by a data flag). 1st repeat result: 0.55 mmol/l. 2nd repeat result: 0.570 mmol/l (tested on a cobas pro). No questionable results were reported outside the laboratory. The results with lower values were deemed to be correct.

Manufacturer narrative:
The lithium reagent lot number was 877764. The expiration date was not provided. The field service engineer checked the instrument and found that the root cause was due to a worn gear pump head. He replaced the gear pump head, adjusted the reagent probes, and checked the sample probe position and the rinse volume levels. Qc was performed with successful results. The service action of replacing the gear pump head resolved the issue. No further issues were reported after the service visit.